Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4).

Event description:
Customer' wife reported that on january 16, 2011 customer received a reading of 38 mg/dl on his precision xtra blood glucose meter, which was lower than he felt. She further reported he subsequently experienced diaphoresis and "turned white". No third-party emergent intervention was reported. Customer self-treated by ingesting a glucose tablet and was given "a higher dose of insulin". It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.